Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported the patient experienced post-operative pain, abdominal swelling, erythema, and the abdomen was warm to the touch. The cause of the inflammatory reaction was unknown. Revision surgery took place on (B)(6)-2015 to explore the pocket site, with subsequent removal. The inflammatory reaction resolved and the patient recovered without permanent impairment.

Event description:
It was learned that in (B)(6), the patient¿s incision sight was opened by the physician due to swelling and they wanted to see if the patient was leaking cerebrospinal fluid (csf) or if it was infected. Neither of those issues had occurred at that time. The representative was now called to cover a short notice case for a possible exploratory or explant. The physician stated upon arrival that they were just going to explant. The patient experienced swelling and redness at the pocket sight and at the back incision sight. Upon opening the incision sight they had 750ml of fluid come out which looked relatively clear. There were no alleged product issues as the product was reported to be functioning normally. However, there was a possible infection and the pump and catheter were explanted. No diagnostic testing or troubleshooting was required or performed. The products were discarded and would not be returned. Parts of the patient¿s catheter with tissue were sent for further testing of the tissue. The patient was to have another system implanted in the future. At the time of the report the patient's status was reported as alive-no injury. It was further provided the physician did not feel the issue was an infection as much as an inflammatory reaction possibly to the device materials for both the march complication noted above and current issues. However, perioperative antibiotics were administered. The onset/diagnosis of the infection was reported as likely chronic over the last few months. The patient did not have meningitis. The redness and swelling was reported to be located at the device pocket and not the catheter track. A culture was taken from the device pocket with pseudomonas aeruginosa noted. The patient was provided oral antibiotics. There was no drug withdrawal and the patient outcome was reported as ongoing. This device system delivered baclofen. Should additional information be received a supplemental report will be filed.